Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter was reading inaccurately high compared to another device (onetouch ultramini). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 (at 7:30pm). The patient¿s testing frequency and diabetes management are not known and other than diabetes, it is not clear if the patient suffers from other health conditions. According to the csr¿s documentation, 15 minutes prior to the start of the alleged issue, the patient reportedly was experiencing symptoms of sweating and weakness. The patient¿s previous blood glucose result (with the subject meter) prior to the onset of his symptoms is not known and it is not clear what action the patient took in response to his previous blood glucose reading. It is also not specified if the patient had made any changes to their diabetes management, activity level, or meals before the alleged issue began. The patient denied receiving any form of treatment after the alleged issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.